Event description:
A (B)(6) year old female patient underwent dtaa repair on (B)(6) 2010 with another manufacturer's product and a (B)(6). The patient's blood pressure suddenly decreased during advancing the (B)(6) in the significantly tortuous descending aorta. The physician performed angiography and confirmed rupture of the aneurysm. He tried to treat the rupture by placing another manufacturer's tag but did not succeed, so the procedure was converted to open surgery. Hemostasis could not be achieved and the patient expired during the open surgery. The amount of blood lost was 22,500 ml.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.